Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device making an abnormal noise was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of low power was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the motor device was insufficient/low, and the hose was damaged (excluding rupture). It was further determined that the device failed pretest for hose assessment and rotational speed assessment. It was noted in the service order that the device had a clunking noise issue. It was further clarified that the device made an abnormal noise (cracking noise). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.